Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The us complainant had an inability to deliver the impella 5.5 via the 8x30 vascutek gel weave graft. The anatomic limitations of the 59-year-old male patient made the team remove and replace the pump. There was no reported patient harm or injury. A new impella 5.5 was able to be placed via direct access and support initiated.

Manufacturer narrative:
The investigation into the delivery issues- anatomy has been completed. The device was not returned for benchtop evaluation and investigation. The root cause of the delivery issue was determined to be patient condition because of the patient anatomy.